Event description:
It was reported that the right ventricular (rv) lead fractured under the clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pull ing/stretching/overstress. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst commented clavicle rib crush damage was not observed on the lead segments that were returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).